Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. As per the serial number reported by the customer and associated model #, the customer was using a sensor not intended for distribution in the USA. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "sensor not working" message and was unable to obtain readings. Customer additionally reported requiring third-party treatment, however no further details were provided. There was no report of death or permanent impairment associated with this event.